Event description:
The caller reported an issue with incorrect time settings on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor the device for any future time discrepancies. The caller understood and acknowledged the instructions.